Event description:
It was reported that during a pci procedure, the maverick otw balloon ruptured. The lesion being treated was located in the calcified and 90% stenosed mid right coronary artery (rca). During the 1st inflation, the maverick otw balloon was ruptured at 4 atms. The physician believes that it was "a pinhole rupture by calcification". The procedure was completed with another maverick otw balloon catheter. There were no reported patient complications. Patient status listed as "good".